Manufacturer narrative:
The investigation is ongoing. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 23 mm sapien 3 ultra valve in the aortic position, the 23mm commander delivery system burst during inflation. The valve was almost fully deployed, but not quite, however the physician felt it was deployed enough to not try to go back in for another inflation. It's confirmed there was withdrawal difficulty just below the tip where the hard plastic sits. The team went to retrieve the balloon through the esheath+ and it would not go back into the esheath+, so they had to use the snare technique to remove everything. The team needed to use an extra esheath+ to gain access in the contralateral side and remove the system through the opposing leg. The delivery system was cut in the middle to be able to remove it from the patient's body. The patient was stable. Per pre decontamination, during the sheath observation, the distal tip was noted to be torn as well.

Manufacturer narrative:
Investigation findings: separation problem. A supplemental MDR is being submitted for completion to the engineering evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h3, h6, h11. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the nature of this complaint, functional testing was not performed on the returned device. The complaint was confirmed through visual evaluation. Dimensional testing was performed. The returned device was visually evaluated, and following was observed: balloon burst radially and middle portion of the balloon appeared to be missing. Balloon wings flared out. Spring coil stretched. Sheath liner was partially delaminated. Sheath was kinked approximately 0.5' from the distal strain relief. 3mensio and procedural imagery was evaluated. The following was observed: calcification was present in landing zone. Tortuosity was present in patient left access vessel. Balloon burst was observed at the end of the deployment cycle. Snare technique was attempted to retrieve the delivery system. An additional sheath was utilized to remove the system. Delivery system-related imagery was evaluated and the following was observed: balloon appeared to burst radially, flex shaft was cut in the middle and separation of guidewire lumen was observed. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was confirmed based on evaluation of the returned device and provided imagery. Available information suggests patient factors (calcification) likely contributed to the event as 3mensio revealed the presence of calcification on the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint for difficulty or inability to withdraw system through sheath' was confirmed based on provided imagery and evaluation of the returned product. Available information suggests procedural factors (withdrawal of burst balloon) likely contributed to the event as the altered balloon profile may have increased the likelihood of it catching on the distal end of the sheath tip. This could have further enlarged the overall device profile, contributing to the retrieval difficulty encountered when attempting to remove the entire system as a single unit. Additionally, the observed sheath damage (liner delamination and kinking) suggests that a high withdrawal force was encountered. The complaint for system components separate during use ' balloon was confirmed based on provided imagery and evaluation of the returned product. In such conditions, additional pull force/device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.